Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bag/fluid was too hot for peritoneal dialysis therapy on the homechoice device. The patient wanted to decrease the device temperature. The patient reported feeling pain in their stomach during the dwell phase due to the device temperature. The technical service representative assisted with lowering the heater temperature to 35 degrees celsius. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.